Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure ligation of branches, vasoview hemopro 2 c-ring split. To the best of the clinician's knowledge no remnants were ever in the patient, all parts of the device were accounted for. A new kit was opened and the case was completed without further incident. Minimal time was lost due to the damaged evh. No harm was caused to the patient.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 3000312123 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system.